Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test due to prime anomaly.

Event description:
Customer stated that there is a problem with the supplies or insulin pump. Customer's blood glucose reading is 301 mg/dl. Customer has treated with bolus. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, the insulin did exit the tubing. High pressure test failed twice. The insulin pump will be replaced. Nothing further reported.